Event description:
A (B)(6) male pt with a 9.5cm aaa underwent fenestrated evar on (B)(6) 2013. A glide wire 260cm and catheter were thought to have cannulated the distal body. The glide wire and catheter seemed to advance through distal and proximal body with no resistance. Furthermore, the contralateral gate seemed to move with the manipulation of the wire and catheter, especially when a 260 lunderquist .035 guide wire was inserted through catheter. After taking out the catheter, it was mentioned by the sales rep that the gate may need to be ballooning was performed. The zenith flex with spiral z iliac leg graft was introduced over the lunderquist wire and deployed per standard fashion with adequate overlap upon deploying.

Manufacturer narrative:
It was noted that the graft position did not look correct. It was confirmed that the graft was outside of its intended area, by contrast injection. Due to the graft placement surgeon used a snare to gain access to the wire on the ipsilateral side. A catheter was introduced over the wire, and the distal body was successfully cannulated. A 12x60 wall stent was introduced through the iliac leg graft. Completion angiogram was shot through graft to confirm patency and absence of endoleak. Patency and absence of endoleak were confirmed. Pt is in stable condition. The customer confirmed that the grafts were not altered in any way prior to implantation. Still under investigation.